Manufacturer narrative:
Follow-up # 1 ¿ (03/30/2015). The patient¿s test strips have been returned on 3/18/2015 and evaluated by lifescan product analysis on 3/18/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter read inaccurately high compared to other meters. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged her meter read inaccurately high compared to her neighbor¿s meter and a hospital meter, but she was unable to recall any results. She alleged that she obtained the alleged inaccurate results between (B)(6) 2015. The patient does not administer medication to manage her diabetes. As a result of the readings she obtained, the patient reported consuming less food/drink. She alleged, an unspecified time later, she developed symptoms of ¿shivering, sweaty and shattered¿. She reported consuming food and/or drink (grape juice) to treat her symptoms. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used an approved sample site and the correct testing steps. Her test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (04/18/2015). The patient¿s meter has been returned on 3/27/2015 and evaluated by lifescan product analysis on 4/3/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.